Event description:
Pre-existing conditions: multiple abdominal wall washout and abdominal wall reconstruction _notes on email from (B)(6):___ the patient's name is (B)(6). He arrived to us on (B)(6) 2014 from (B)(6). Per patient, and mother, npwt was removed prior to transport to our facility in (B)(6). Per the patient, mother and our admitting nurse, the mesh was white upon admission. I saw him approximately 1130 am on (B)(6) 2014. I removed a moist dressing from the wound, and the attached photo is what was observed. The transfer notes indicate the patient had received multiple surgical washouts prior to mesh placement (mother said 6-7). Pt is currently noted to have a total of 3 jp drains to abdomen currently draining purulent drainage of what transfer notes indicate are intra-abdominal abcesses. Also noted was surgical note on (B)(6) 2014 indicate the surgeon noted the mesh had rippedâ&#65533;. Due to the color, I am suspect the mesh is infected, and possibly has been so for some time as evidence of compromise in the mesh or it should have not ripped. Additionally, I feel the npwt may have been keeping s/s of infection at bay and it was unable to reveal itself while on npwt which is why it turned green in less than 24 hours after removal. The wound is currently draining purulent drainage. Kci clinical rep is not recommending npwt at this time and feels, as do I, as though this needs debrided. We are currently seeking surgical intervention. No unanticipated blood loss of more than 500cc's. Surgical time was not delayed for mroe than 30 mins. No fragments fell into the patient. Patient is awaiting surgical intervention.

Manufacturer narrative:
(B)(4).